Event description:
Device #3 malfunction: difficult to deploy - thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician in-training in the use of the proglide and starclose se devices attempted arteriotomy closure of a heavily calcified and scarred common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, a needle was not captured by a cuff. The device was removed over a guide wire and a second proglide was attempted with the same results. The device was removed over a guide wire and a starclose se device was attempted. Reportedly, during thumb advancer deployment, resistance was felt at the halfway point. With the starclose se device remaining in the vessel, the tissue tract was enlarged with blunt dissection and the thumb advancer deployment was completed. After clip deployment, bleeding continued. The clip remains implanted at the arteriotomy site, but did not completely achieve hemostasis. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12673-03, lot # 76046-6h is being filed under medwatch MFR #2953144-2010-00365. Device #2: part #12673-03, lot #79/18-6h is being filed under medwatch MFR #2953144-2010-00366. The device was received. Investigation is not complete.